Manufacturer narrative:
(B)(4). Date of event: unknown. Investigation summary: according to the information received, the reported event for the reload was suspect counterfeit product. Upon visual inspection of a photo, the following was observed: the photo shows a tyvek with product code gst60d, lot # t40p16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a har9f device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-06-30. The artwork print on the tyvek was reviewed and compared against j&j package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photo reviewed, the counterfeit product is confirmed, however no root cause could be determined.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Event description:
It was reported that the product was suspected counterfeit. Further investigation will be initiated.

Manufacturer narrative:
(B)(4). Date of event: unknown. Investigation summary: according to the information received, the reported event for the reload was suspect counterfeit product. Upon visual inspection of a photo, the following was observed: the photo shows a tyvek with product code gst60d, lot # t40p16, exp. Date: 2025-05-31. Lot number was reviewed, and it belongs to a har9f device. Also, the expiration date printed on the tyvek does not match with the expiration date recorded on the quality tracking system 2024-06-30. The artwork print on the tyvek was reviewed and compared against j&j package artwork and did not match the artwork print due to several inconsistencies noted on the printed and does not complies with j&j standard. Based on the photo reviewed, the counterfeit product is confirmed, however no root cause could be determined.